Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of experiencing low heart rate and was brought to the clinic. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2015. The patient's condition was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found that the complaint of premature elective replacement indicator was confirmed. Sudden voltage drop was recorded in the device image. The cause of the premature eri was undetermined.